Manufacturer narrative:
Device not returned

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that the control iq software did not function as intended. Reportedly, the control iq software delivered too much insulin. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.